Event description:
Additional information was provided by a company representative, who confirmed the patient's outcome was good.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that vacuum was lost by 1/3 of flap cut. The flap was completed with a microkeratome. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. At the log file review, the reported suction loss was identified. However, no technical problem is detectable. The system tests at the startup were all performed without any issue and all of the other treatments before the reported incident show good and stable suction values. A treatment video was provided which showed vacuum leakage was present during all the procedure at nine o¿clock. Review of the treatment video did not depict any obvious reasons for the vacuum break. At the visit on site the field service engineer (=fse) did not experience any failure during the device testing. The fse found the vacuum set was right. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely root cause is involuntary eye movement or lid squeezing of the patient. (B)(4).